Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that approximately three days post implant the left ventricular (lv) lead had dislodged due to physician report of lead was affixed bad, and the patient was overexerted during act. The lv lead was removed and replaced with a different lead. During the revision procedure the physician noted that the target vessel was thick . No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.